Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Review of the provided log showed no indication of a device malfunction but did show connection issues with the multifunction cable and ECG cable. Based on the log review, there does not appear to be a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.